Event description:
The distributor reported that their customer encountered an issue with the mps delivery set during use. They reported that while weaning the patient from bypass, a blood leak was observed on the front lower corner of the mps unit. As a result of the alleged event the hospital staff clamped the lines to the circuit and continued with the procedure. There were no patient complications reported as a result of the alleged event. There was no patient information provided and the approximate amount of blood loss was not provided. It is unknown if the device will be returned to the manufacturer for analysis.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Manufacturer narrative:
Quest medical, inc was originally notified by the complainant that the sample would be returning; however, follow up attempts to obtain the sample from the hospital have been unsuccessful. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.